Manufacturer narrative:
The tina-quant hemoglobin a1cdx gen.3 reagent lot number is 80176501 with an expiration date of 31-oct-2025. The triglyceride reagent lot number is 81702401 and the expiration date is 31-aug-2025. A field service engineer (fse) replaced the cuvettes and lamp. The fse cleaned the line of the aspiration probe and solution dispenser and adjusted the log. The fse completed a verification of the photometer, tests with controls and routine patients, as well as comparative tests with the other platform. The unit was released to the customer for use. The investigation determined that the service action resolved the issue.

Event description:
There was an allegation of questionable tina-quant hemoglobin a1cdx gen.3 and triglyceride results from the cobas c 503 analytical unit. Patient: (B)(6) initial a1c result was 8.49%, and the repeat result was 4.95% on (B)(6) 2025. Patient: (B)(6) initial a1c result was 6.72%, and the repeat result was 5.65%. On (B)(6) 2025. Patient: (B)(6) initial a1c result was 7.15%, and the repeat result was 5.64%. On (B)(6) 2025. Patient: (B)(6) initial a1c result was 8.49%, and the repeat result was 4.95%. On (B)(6) 2025 patient: (B)(6) initial a1c result was 6.46%, and the repeat result was 5.22%. On (B)(6) 2025. Patient: (B)(6) initial triglyceride result was 336 mg/dl, and the repeat result was 89.7 mg/dl on (B)(6) 2025.